Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Multiple attempts have been made to retrieve the scissors attached to the grasper forceps referenced in this report. The exact cause of the reported event could not be conclusively determined at this time. The instructions manual contains an operational test instructing the user to perform prior to each use. "Visually examine the instrument to confirm it is free of any rough edges, burrs, and irregularities. Using the handle and finger grip, open and close the forceps a few times to verify that the forceps operate smoothly. Always operate the forceps lightly-excessive force on the finger grip (either pushing or pulling) can cause deterioration and breakage." If additional information or if the missing fragment is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified ob/gyn procedure, the tip of the forceps broke off while inside the patient. An x-ray of the patient was taken to verify if the component was still inside the patient. The x-ray exam results returned negative. The intended procedure was completed using a different similar device. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported failure for jaw breakage. The missing broken jaw was not returned with the device. As a result, the device could not be tested. Based on the visual examination, the most likely cause of this damage is due to excessive force applied to the device during usage.

Manufacturer narrative:
(B)(4).